Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an administration set had air in line. The set was being used with an unknown chemotherapeutic drug. The user aspirated air from the set during priming. There was no report of patient injury or medical intervention associated with this event.